Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.2 failed and was not detected on the communication bus at the station. A field service engineer conducted a test on the drawer in hta, where it appeared grayed out. The engineer powered down the station and inspected all cables and connections behind the drawer to ensure they were secure. After restoring power to the station, the issue was addressed. A field service engineer confirmed that there was a delay in dispensing medication to the patient. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system drawer failed. There were no adverse events or injuries reported based on this event.